Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during cleaning, after an unspecified therapeutic laparoscopic procedure at an unknown date, it was noticed that the irrigation connector of the valve tubing was damaged. It is unknown when this damage occurred. However, the intended procedure was successfully completed with the same set of equipment and there was no adverse event or patient injury.

Manufacturer narrative:
Additional information: device manufacture date. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2018-05-02). The evaluation/investigation confirmed that the valve tubing's irrigation connector is damaged and that two fragments of 4 x 3 mm and 4 x 1 mm in size are broken off and missing. The cause of this damage is mechanical overload during connection and/or disconnection of the tubing set. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the valve tube without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.